Manufacturer narrative:
(B)(4). One actual sample and one companion sample were returned to the plant for evaluation. A visual inspection of the actual sample revealed that the spike tip was broken off; therefore the reported condition was confirmed. The companion sample was inserted in a viaflo bag the spike did not break; therefore, the companion sample did not show any non-conformances. No assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4), an interlink adminstration solution set in which the spike broke off. It is unknown when or in which care area this event occurred. There were no reports of patient involvement; therefore, there was no patient injury or adverse events associated with this report.